Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a compromised insulation cable identified in spd. The insulation is protruding in one area so when you turn the instrument and inspect with 4x magnification per the instructions for use (IFU) you can observe a portion of the insulation protruding upward. Reporter was not notified of any issues with the instrument the last time it was used. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn o fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.